Event description:
An adult male pt received three consecutive 2.5 cc boluses of heparin at the initiation of a cvvh treatment on a prisma machine. The pt, who was post abdominal surgery, began to bleed from his incision line. One hour and thirty-seven minutes after the third bolus had been administered, the treatment was terminated. The physician then ordered an infusion of protamine sulfate (unk dosage) to reverse the effect of the heparin. It is unk if the pt required any further medical intervention. Treatment resumed on another prisma machine with a new m-100 filter set without any anticoagulant infusion. There were no reports of any issues. According to the risk mgr, the nurse inadvertently administered three heparin boluses. The facility is providing additional education to the operators of the prisma machines, and they will develop procedures to prevent a future recurrence of this event. A gambro intensive care (ic) therapy specialist will contact the customer and offer to arrange a discussion and a demonstration of the way the prisma machine functions when the modify anticoag screen is entered and how heparin administration may be modified, both during set up and during the treatment.

Manufacturer narrative:
On february 17, 2010, the machine was inspected by a (B) (4) rep, who could not duplicate the reported condition. He downloaded the events history. He performed the service mode test of the syringe pump and found it to be functioning correctly. He performed a simulated treatment and verified the machine and the syringe pump to be functioning correctly. He authorized the return of the machine to clinical use.